Event description:
It was reported that during the pta treatment procedure, the xxl balloon became separated from the catheter. The balloon catheter was advanced to the target lesion in a fistula of the pt's arm when the separation occurred. At the time of the separation the device was below rated burst pressure. The physician performed a vessel cut-down and successfully retrieved the balloon. No pt complications were reported. The pt's status was reported as 'fine'.